Manufacturer narrative:
V.a.c. Labeling states, "wrap any excess tubing into a bundle. Put the tubing into the tubing storage pocket on the bottom of the carrying case." Proper storage of the tubing is also illustrated pictorially. Although no device malfunction was reported or implied, this event is being reported as it cannot be determined if the kci product may have been a factor in the patient's injury which required medical intervention.

Event description:
It was reported that a patient, who was being treated with v.a.c. Therapy, accidentally caught the v.a.c. Tubing on a cabinet door knob and inadvertently pulled the dressing away from the wound. It is unknown how long the dressing was off before the patient was taken to the emergency room. The case manager indicated that the patient was taken to the emergency room and the dressing and v.a.c. Therapy were reapplied. Additionally, it was reported that at a subsequent doctor visit (timeframe not provided) the graft had failed and required a surgical procedure to place a new graft. The case manager reported that the patient is healing without complications.